Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that they experienced high blood glucose level and insulin flow block during bolus. Customer's blood glucose value was 510 mg/dl at the time of the incident. Current blood glucose was 350 mg/dl. The insulin flow block alarms recurred twice. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.